Event description:
As reported; the coil implant was detached inside of a micro-catheter during the procedure. It detached at the proximal part of the catheter (under the 3cm mark point on the catheter). A competitor's catheter was being used. There was no medical or surgical intervention performed and the patient's condition is good.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing, and a supplemental report will be filed following the completion of the complaint investigation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the pusher body coil stretched with broken pet and the implant stretched with deformed loops. The dispenser hoop, pusher and implant were the only components received for investigation; the associated microcatheter was not returned. The visual inspection of the attached monofilament found evidence of thermal detachment, which indicates the implant detached electrically. Though the investigation was able to confirm the implant detached, the evaluation of the coil system alone could not definitively determine when or where the coil detachment occurred (i.e., inside/outside the microcatheter). The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.